Manufacturer narrative:
The reported event of "deformed into a cobra shape" could not be confirmed. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, an 8mm amplatzer septal occluder was selected for implant. During procedure, once the device was inside the patient, the left disc deformed into a cobra shape. The occluder was not released from the cable and removed from the patient. A new 10mm amplatzer septal occluder was successfully implanted. No patient consequences were reported.